Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had less volume & fungal contamination. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch history record review for batch 3129337 was satisfactory and there were no quality notifications during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. The release testing that is performed on this product includes media appearance. In process checks are performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there is one other complaint for low fill. Retention samples from batch 3129937 (100 tubes) were available for inspection. No contamination, turbidity nor low fill was observed in the retention tubes. For investigation, retention tubes were divided and incubated at 20-25 degrees c (5 tubes) and 30-35 degrees c (5 tubes). There was no growth observed at seven days incubation. There were no photos or returns submitted for investigation of this complaint. This complaint cannot be confirmed for low fill and contamination. Bd will continue to trend complaints for low fill and contamination.